Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of camera images showed no issues with the first sample, but the second sample showed particles in the pipetting area, which may have been aspirated into the reaction cell. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The user repeated the samples as the initial values did not agree with the clinical diagnosis of the patients. The first sample initially resulted in a troponin t value of 0.349 ug/l and it repeated as 0.00930 ug/l. The second sample initially resulted in a troponin t value of 0.144 ug/l and it repeated as 0.0156 ug/l.